Event description:
It was reported that during an unknown procedure one clip comes out fine, the third clip comes out twisted like a wire. There were no pt consequence. This product is not being returned.